Manufacturer narrative:
High gradient about 18 months after valve implant and explant due to an unknown cause was reported. The investigation found that there was circumferential fibrous pannus on the inflow surface and on the outflow surfaces of cusps 1 and 2, which limited the cusps mobility. Cusps 1 and 2 had fibrous thickening and contained folds. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, the pannus ingrowth impeding leaflet mobility could lead to a number of potential issues with valve functionality.

Event description:
On (B)(6) 2018, a 21mm epic valve was implanted. On (B)(6) 2019, post-operation high gradient of 69mmhg (maximum) and 40mmhg (medium) was observed. No further information is available. On (B)(6) 2022, the device was received by abbott. The explant date is unknown. The reason for explant was reported as structural deterioration. Upon explant, calcium and cuspid deterioration were observed. A new non-abbott device was successfully implanted. No patient consequences were reported. No additional information is available.